Event description:
The pt reported, that he feels withdrawal symptoms periodically. The symptoms include shakes, sweats, chills, and aching muscles. No device troubleshooting was reported. The pt will follow-up with their hcp. The MFR's device system registry indicated the drug contained in the pt's pump is morphine sulfate (unknown concentration/dose). Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
.